Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was replaced with another one. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed during a test run performed on the device. During the evaluation of the device, a system error confirmed, and water ingress was found inside of the device. The device's system board was replaced to address the issue. The following parts were replaced due to the water ingress on the device: blower assembly, right side assembly. Outlet flow path, and blower box mount. After replacing the parts on the device, the device was operational.